Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter. H3: the catheter was returned and no anomalies were noted, on microscopic inspection. The catheter was patent and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal gablofen (1,000 mcg/ml at 530 mcg flex/day) via an implanted pump for an unknown indication for use. It was reported that the patient presented to the emergency department (ed) on (B)(6) 2024 with withdrawal symptoms. X-rays of the spine and spine were taken. There were no known external factors that may have caused or contributed to the event. The hcp opened the pump pocket where they were unable to aspirate the catheter access port (cap) chamber. The catheter was cut near the colettte and there was no retrograde flow of drug or cerebrospinal fluid (csf). The spine incision was opened where the hcp saw a kink in the catheter. They described it as the catheter took a hard bend at the anchor. The catheter was cut and a new catheter was spliced onto the catheter. The pump was connected to the catheter and they were able to successfully aspirate the new catheter. As the pump was being updated in the intensive care unit (ICU) the patient's father was there. They stated that the pump seemed to work for about aweek and a half after initial implant and then it didn't seem to relieve the patient's spasticity as well. The clinic accessed the pump at that time and they were able to aspirate. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 65kg. The patient's medical history at the time of the event was asked but unknown.